Event description:
The user received erroneous ise results for multiple pt samples and stated she had received calls from the nursing stations suspecting erroneous sodium results. The initial results were run on the integra 800 (B)(4) on (B)(6) 2009 and were repeated on other integra 800 (B)(4) on (B)(6) 2009. All results are in mmol per l. Of the pt data provided, 52 results were discrepant. Pt 1: 127, 135. The erroneous results were reported. No pts were adversely affected.

Event description:
The user received erroneous ise results for multiple pt samples and stated she had received calls from the nursing stations suspecting erroneous sodium results. The initial results were run on the integra 800 (B)(4) on (B)(6) 2009 and were repeated on other integra 800 (B)(4) on (B)(6) 2009. All results are in mmol per l. Of the pt data provided, 52 results were discrepant. Pt 33: 122, 129. The erroneous results were reported. No pts were adversely affected.

Event description:
The user received erroneous ise results for multiple pt samples and stated she had received calls from the nursing stations suspecting erroneous sodium results. The initial results were run on the integra 800 (B)(4) on (B)(6) 2009 and were repeated on other integra 800 (B)(4) on (B)(6) 2009. All results are in mmol per l. Of the pt data provided, 52 results were discrepant. Pt 35: 123, 131. The erroneous results were reported. No pts were adversely affected.

Event description:
The user received erroneous ise results for multiple pt samples and stated she had received calls from the nursing stations suspecting erroneous sodium results. The initial results were run on the integra 800 (B)(4) on (B)(6) 2009 and were repeated on other integra 800 (B)(4) on (B)(6) 2009. All results are in mmol per l. Of the pt data provided, 52 results were discrepant. Pt 39: 124, 139. The erroneous results were reported. No pts were adversely affected.

Event description:
The user received erroneous ise results for multiple pt samples and stated she had received calls from the nursing stations suspecting erroneous sodium results. The initial results were run the integra 800 (B)(4) on (B)(6) 2009 and were repeated on other integra 800 (B)(4) on (B)(6) 2009. All results are in mmol per l. Of the pt data provided, 52 results were discrepant. Pt 37: 123, 1316. The erroneous results were reported. No pts were adversely affected.

Event description:
The user received erroneous ise results for multiple pt samples and stated she had received calls from the nursing stations suspecting erroneous sodium results. The initial results were run on the integra 800 (B)(4) on (B)(6) 2009 and were repeated on other integra 800 (B)(4) on (B)(6) 2009. All results are in mmol per l. Of the pt data provided, 52 results were discrepant. Pt 41: 129, 144, 144. The erroneous results were reported. No pts were adversely affected.

Event description:
The user received erroneous ise results for multiple pt samples and stated she had received calls from the nursing stations suspecting erroneous sodium results. The initial results were run on the integra 800 (B)(4) on (B)(6) 2009 and were repeated on other integra 800 (B)(4) on (B)(6) 2009. All results are in mmol per l. Of the pt data provided, 52 results were discrepant. Pt 2: 122, 132. The erroneous results were reported. No pts were adversely affected.

Event description:
The user received erroneous ise results for multiple pt samples and stated she had received calls from the nursing stations suspecting erroneous sodium results. The initial results were run on the integra 800 (B)(4) on (B)(6) 2009 and were repeated on other integra 800 (B)(4) on (B)(6) 2009. All results are in mmol per l. Of the pt data provided, 52 results were discrepant. Pt 43 (female): 124, 125, 136. The erroneous results were reported. No pts were adversely affected.

Event description:
The user received erroneous ise results for multiple pt samples and stated she had received calls from the nursing stations suspecting erroneous sodium results. The initial results were run on the integra 800 (B)(4) on (B)(6) 2009 and were repeated on other integra 800 (B)(4) on (B)(6) 2009. All results are in mmol per l. Of the pt data provided, 52 results were discrepant. Pt 47: 117, 118, 129. The erroneous results were reported. No pts were adversely affected.

Event description:
The user received erroneous ise results for multiple pt samples and stated she had received calls from the nursing stations suspecting erroneous sodium results. The initial results were run on the integra 800 (B)(4) on (B)(6) 2009 and were repeated on other integra 800 (B)(4) on (B)(6) 2009. All results are in mmol per l. Of the pt data provided, 52 results were discrepant. Pt 7: 131, 137. The erroneous results were reported. No pts were adversely affected.

Event description:
The user received erroneous ise results for multiple pt samples and stated she had received calls from the nursing stations suspecting erroneous sodium results. The initial results were run on the integra 800 (B)(4) on (B)(6) 2009 and were repeated on other integra 800 (B)(4) on (B)(6) 2009. All results are in mmol per l. Of the pt data provided, 52 results were discrepant. Pt 45: 118, 134. The erroneous results were reported. No pts were adversely affected.

Event description:
The user received erroneous ise results for multiple pt samples and stated she had received calls from the nursing stations suspecting erroneous sodium results. The initial results were run on the integra 800 (B)(4) on (B)(6) 2009 and were repeated on other integra 800 (B)(4) on (B)(6) 2009. All results are in mmol per l. Of the pt data provided, 52 results were discrepant. Pt 8: 130, 138. The erroneous results were reported. No pts were adversely affected.

Event description:
The user received erroneous ise results for multiple pt samples and stated she had received calls from the nursing stations suspecting erroneous sodium results. The initial results were run on the integra 800 (B)(4) on (B)(6) 2009 and were repeated on other integra 800 (B)(4) on (B)(6) 2009. All results are in mmol per l. Of the pt data provided, 52 results were discrepant. Pt 12: 125, 136. The erroneous results were reported. No pts were adversely affected.

Event description:
The user received erroneous ise results for multiple pt samples and stated she had received calls from the nursing stations suspecting erroneous sodium results. The initial results were run on the integra 800 (B)(4) on (B)(6) 2009 and were repeated on other integra 800 (B)(4) on (B)(6) 2009. All results are in mmol per l. Of the pt data provided, 52 results were discrepant. Pt 17: 126, 137. The erroneous results were reported. No pts were adversely affected.

Event description:
The user received erroneous ise results for multiple pt samples and stated she had received calls from the nursing stations suspecting erroneous sodium results. The initial results were run on the integra 800 (B)(4) on (B)(6) 2009 and were repeated on other integra 800 (B)(4) on (B)(6) 2009. All results are in mmol per l. Of the pt data provided, 52 results were discrepant. Pt 18: 131, 142. The erroneous results were reported. No pts were adversely affected.

Event description:
The user received erroneous ise results for multiple pt samples and stated she had received calls from the nursing stations suspecting erroneous sodium results. The initial results were run on the integra 800 (B)(4) on (B)(6) 2009 and were repeated on other integra 800 (B)(4) on (B)(6) 2009. All results are in mmol per l. Of the pt data provided, 52 results were discrepant. Pt 10: 131, 138. The erroneous results were reported. No pts were adversely affected.

Event description:
The user received erroneous ise results for multiple pt samples and stated she had received calls from the nursing stations suspecting erroneous sodium results. The initial results were run on the integra 800 (B)(4) on (B)(6) 2009 and were repeated on other integra 800 (B)(4) on (B)(6) 2009. All results are in mmol per l. Of the pt data provided, 52 results were discrepant. Pt 13: 128, 139. The erroneous results were reported. No pts were adversely affected.

Event description:
The user received erroneous ise results for multiple pt samples and stated she had received calls from the nursing stations suspecting erroneous sodium results. The initial results were run on the integra 800 (B)(4) on (B)(6) 2009 and were repeated on other integra 800 (B)(4) on (B)(6) 2009. All results are in mmol per l. Of the pt data provided, 52 results were discrepant. Pt 6: 128, 140. The erroneous results were reported. No pts were adversely affected.

Event description:
The user received erroneous ise results for multiple pt samples and stated she had received calls from the nursing stations suspecting erroneous sodium results. The initial results were run the integra 800 (B)(4) on (B)(6) 2009 and were repeated on other integra 800 (B)(4) on (B)(6) 2009. All results are in mmol per l. Of the pt data provided, 52 results were discrepant. Pt 14 (male): 131, 140. The erroneous results were reported. No pts were adversely affected.

Event description:
The user received erroneous ise results for multiple pt samples and stated she had received calls from the nursing stations suspecting erroneous sodium results. The initial results were run on the integra 800 (B)(4) on (B)(6) 2009 and were repeated on other integra 800 (B)(4) on (B)(6) 2009. All results are in mmol per l. Of the pt data provided, 52 results were discrepant. Pt 15: 133, 140. The erroneous results were reported. No pts were adversely affected.

Event description:
The user received erroneous ise results for multiple pt samples and stated she had received calls from the nursing stations suspecting erroneous sodium results. The initial results were run on the integra 800 (B)(4) on (B)(6) 2009 and were repeated on other integra 800 (B)(4) on (B)(6) 2009. All results are in mmol per l. Of the pt data provided, 52 results were discrepant. Pt 27: 124, 134. The erroneous results were reported. No pts were adversely affected.

Event description:
The user received erroneous ise results for multiple pt samples and stated she had received calls from the nursing stations suspecting erroneous sodium results. The initial results were run on the integra 800 (B)(4) on (B)(6) 2009 and were repeated on other integra 800 (B)(4) on (B)(6) 2009. All results are in mmol per l. Of the pt data provided, 52 results were discrepant. Pt 16: 123, 133. The erroneous results were reported. No pts were adversely affected.

Event description:
The user received erroneous ise results for multiple pt samples and stated she had received calls from the nursing stations suspecting erroneous sodium results. The initial results were run on the integra 800 (B)(4) on (B)(6) 2009 and were repeated on other integra 800 (B)(4) on (B)(6) 2009. All results are in mmol per l. Of the pt data provided, 52 results were discrepant. Pt 31: 127, 137. The erroneous results were reported. No pts were adversely affected.

Event description:
The user received erroneous ise results for multiple pt samples and stated she had received calls from the nursing stations suspecting erroneous sodium results. The initial results were run on the integra 800 (B)(4) on (B)(6) 2009 and were repeated on other integra 800 (B)(4) on (B)(6) 2009. All results are in mmol per l. Of the pt data provided, 52 results were discrepant. Pt 5: 126, 136. The erroneous results were reported. No pts were adversely affected.

Event description:
The user received erroneous ise results for multiple pt samples and stated she had received calls from the nursing stations suspecting erroneous sodium results. The initial results were run on the integra 800 (B)(4) on (B)(6) 2009 and were repeated on other integra 800 (B)(4) on (B)(6) 2009. All results are in mmol per l. Of the pt data provided, 52 results were discrepant. Pt 19: 112, 1110, 119. The erroneous results were reported. No pts were adversely affected.

Event description:
The user received erroneous ise results for multiple pt samples and stated she had received calls from the nursing stations suspecting erroneous sodium results. The initial results were run on the integra 800 (B)(4) on (B)(6) 2009 and were repeated on other integra 800 (B)(4) on (B)(6) 2009. All results are in mmol per l. Of the pt data provided, 52 results were discrepant. Pt 20 (female): 126, 136. The erroneous results were reported. No pts were adversely affected.

Event description:
The user received erroneous ise results for multiple pt samples and stated she had received calls from the nursing stations suspecting erroneous sodium results. The initial results were run on the integra 800 (B)(4) on (B)(6) 2009 and were repeated on other integra 800 (B)(4) on (B)(6) 2009. All results are in mmol per l. Of the pt data provided, 52 results were discrepant. Pt 21: 124, 137. The erroneous results were reported. No pts were adversely affected.

Event description:
The user received erroneous ise results for multiple pt samples and stated she had received calls from the nursing stations suspecting erroneous sodium results. The initial results were run on the integra 800 (B)(4) on (B)(6) 2009 and were repeated on other integra 800 (B)(4) on (B)(6) 2009. All results are in mmol per l. Of the pt data provided, 52 results were discrepant. Pt 23: 121, 132. The erroneous results were reported. No pts were adversely affected.

Event description:
The user received erroneous ise results for multiple pt samples and stated she had received calls from the nursing stations suspecting erroneous sodium results. The initial results were run on the integra 800 (B)(4) on (B)(6) 2009 and were repeated on other integra 800 (B)(4) on (B)(6) 2009. All results are in mmol per l. Of the pt data provided, 52 results were discrepant. Pt 25: 128, 137. The erroneous results were reported. No pts were adversely affected. The erroneous results were reported. No pts were adversely affected.

Event description:
The user received erroneous ise results for multiple pt samples and stated she had received calls from the nursing stations suspecting erroneous sodium results. The initial results were run on the integra 800 (B)(4) on (B)(6) 2009 and were repeated on other integra 800 (B)(4) on (B)(6) 2009. All results are in mmol per l. Of the pt data provided, 52 results were discrepant. Pt 29: 124, 135. The erroneous results were reported. No pts were adversely affected.

Event description:
The user received erroneous ise results for multiple pt samples and stated she had received calls from the nursing stations suspecting erroneous sodium results. The initial results were run on the integra 800 (B)(4) on (B)(6) 2009 and were repeated on other integra 800 (B)(4) on (B)(6) 2009. All results are in mmol per l. Of the pt data provided, 52 results were discrepant. Pt 24: 127, 139. The erroneous results were reported. No pts were adversely affected.

Event description:
The user received erroneous ise results for multiple pt samples and stated she had received calls from the nursing stations suspecting erroneous sodium results. The initial results were run on the integra 800 (B)(4) on (B)(6) 2009 and were repeated on other integra 800 (B)(4) on (B)(6) 2009. All results are in mmol per l. Of the pt data provided, 52 results were discrepant. Pt 26: 126, 138. The erroneous results were reported. No pts were adversely affected.

Event description:
The user received erroneous ise results for multiple pt samples and stated she had received calls from the nursing stations suspecting erroneous sodium results. The initial results were run on the integra 800 (B)(4) on (B)(6) 2009 and were repeated on other integra 800 (B)(4) on (B)(6) 2009. All results are in mmol per l. Of the pt data provided, 52 results were discrepant. Pt 30: 132, 144. The erroneous results were reported. No pts were adversely affected.

Event description:
The user received erroneous ise results for multiple pt samples and stated she had received calls from the nursing stations suspecting erroneous sodium results. The initial results were run on the integra 800 (B)(4) on (B)(6) 2009 and were repeated on other integra 800 (B)(4) on (B)(6) 2009. All results are in mmol per l. Of the pt data provided, 52 results were discrepant. Pt 34: 126, 132. The erroneous results were reported. No pts were adversely affected.

Event description:
The user received erroneous ise results for multiple pt samples and stated she had received calls from the nursing stations suspecting erroneous sodium results. The initial results were run on the integra 800 (B)(4) on (B)(6) 2009 and were repeated on other integra 800 (B)(4) on (B)(6) 2009. All results are in mmol per l. Of the pt data provided, 52 results were discrepant. Pt 36: 125, 138. The erroneous results were reported. No pts were adversely affected.

Event description:
The user received erroneous ise results for multiple pt samples and stated she had received calls from the nursing stations suspecting erroneous sodium results. The initial results were run on the integra 800 (B)(4) on (B)(6) 2009 and were repeated on other integra 800 (B)(4) on (B)(6) 2009. All results are in mmol per l. Of the pt data provided, 52 results were discrepant. Pt 40: 129, 129, 141. The erroneous results were reported. No pts were adversely affected.

Event description:
The user received erroneous ise results for multiple pt samples and stated she had received calls from the nursing stations suspecting erroneous sodium results. The initial results were run on the integra 800 (B)(4) on (B)(6) 2009 and were repeated on other integra 800 (B)(4) on (B)(6) 2009. All results are in mmol per l. Of the pt data provided, 52 results were discrepant. Pt 44: 122, 122, 136. The erroneous results were reported. No pts were adversely affected.

Event description:
The user received erroneous ise results for multiple pt samples and stated she had received calls from the nursing stations suspecting erroneous sodium results. The initial results were run on the integra 800 (B)(4) on (B)(6) 2009 and were repeated on other integra 800 (B)(4) on (B)(6) 2009. All results are in mmol per l. Of the pt data provided, 52 results were discrepant. Pt 48: 136, 125, 136. The erroneous results were reported. No pts were adversely affected.

Event description:
The user received erroneous ise results for multiple pt samples and stated she had received calls from the nursing stations suspecting erroneous sodium results. The initial results were run on the integra 800 (B)(4) on (B)(6) 2009 and were repeated on other integra 800 (B)(4) on (B)(6) 2009. All results are in mmol per l. Of the pt data provided, 52 results were discrepant. Pt 50: 129, 143. The erroneous results were reported. No pts were adversely affected.

Event description:
The user received erroneous ise results for multiple pt samples and stated she had received calls from the nursing stations suspecting erroneous sodium results. The initial results were run on the integra 800 (B)(4) on (B)(6) 2009 and were repeated on other integra 800 (B)(4) on (B)(6) 2009. All results are in mmol per l. Of the pt data provided, 52 results were discrepant. Pt 52: 115, 125, 126. The erroneous results were reported. No pts were adversely affected.

Event description:
The user received erroneous ise results for multiple pt samples and stated she had received calls from the nursing stations suspecting erroneous sodium results. The initial results were run on the integra 800 (B)(4) on (B)(6) 2009 and were repeated on other integra 800 (B)(4) on (B)(6) 2009. All results are in mmol per l. Of the pt data provided, 52 results were discrepant. Pt 9: 129, 139. The erroneous results were reported. No pts were adversely affected.

Event description:
The user received erroneous ise results for multiple pt samples and stated she had received calls from the nursing stations suspecting erroneous sodium results. The initial results were run on the integra 800 (B)(4) on (B)(6) 2009 and were repeated on other integra 800 (B)(4) on (B)(6) 2009. All results are in mmol per l. Of the pt data provided, 52 results were discrepant. Pt 22: 125, 137. The erroneous results were reported. No pts were adversely affected.

Event description:
The user received erroneous ise results for multiple pt samples and stated she had received calls from the nursing stations suspecting erroneous sodium results. The initial results were run on the integra 800 (B)(4) on (B)(6) 2009 and were repeated on other integra 800 (B)(4) on (B)(6) 2009. All results are in mmol per l. Of the pt data provided, 52 results were discrepant. Pt 28: 122, 135. The erroneous results were reported. No pts were adversely affected.

Event description:
The user received erroneous ise results for multiple pt samples and stated she had received calls from the nursing stations suspecting erroneous sodium results. The initial results were run on the integra 800 (B)(4) on (B)(6) 2009 and were repeated on other integra 800 (B)(4) on (B)(6) 2009. All results are in mmol per l. Of the pt data provided, 52 results were discrepant. Pt 42: 123, 132. The erroneous results were reported. No pts were adversely affected.

Event description:
The user received erroneous ise results for multiple pt samples and stated she had received calls from the nursing stations suspecting erroneous sodium results. The initial results were run on the integra 800 (B)(4) on (B)(6) 2009 and were repeated on other integra 800 (B)(4) on (B)(6) 2009. All results are in mmol per l. Of the pt data provided, 52 results were discrepant. Pt 46: 123, 136. The erroneous results were reported. No pts were adversely affected.

Event description:
The user received erroneous ise results for multiple pt samples and stated she had received calls from the nursing stations suspecting erroneous sodium results. The initial results were run on the integra 800 (B)(4) on (B)(6) 2009 and were repeated on other integra 800 (B)(4) on (B)(6) 2009. All results are in mmol per l. Of the pt data provided, 52 results were discrepant. Pt 49: 123, 137. The erroneous results were reported. No pts were adversely affected.

Event description:
The user received erroneous ise results for multiple pt samples and stated she had received calls from the nursing stations suspecting erroneous sodium results. The initial results were run on the integra 800 (B)(4) on (B)(6) 2009 and were repeated on other integra 800 (B)(4) on (B)(6) 2009. All results are in mmol per l. Of the pt data provided, 52 results were discrepant. Pt 32: 125, 137. The erroneous results were reported. No pts were adversely affected.

Event description:
The user received erroneous ise results for multiple pt samples and stated she had received calls from the nursing stations suspecting erroneous sodium results. The initial results were run on the integra 800 (B)(4) on (B)(6) 2009 and were repeated on other integra 800 (B)(4) on (B)(6) 2009. All results are in mmol per l. Of the pt data provided, 52 results were discrepant. Pt 51: 128, 140. The erroneous results were reported. No pts were adversely affected.

Event description:
The user received erroneous ise results for multiple pt samples and stated she had received calls from the nursing stations suspecting erroneous sodium results. The initial results were run on the integra 800 (B)(4) on (B)(6) 2009 and were repeated on other integra 800 (B)(4) on (B)(6) 2009. All results are in mmol per l. Of the pt data provided, 52 results were discrepant. Pt 3: 132, 139. The erroneous results were reported. No pts were adversely affected.

Event description:
The user received erroneous ise results for multiple pt samples and stated she had received calls from the nursing stations suspecting erroneous sodium results. The initial results were run on the integra 800 (B)(4) on (B)(6) 2009 and were repeated on other integra 800 (B)(4) on (B)(6) 2009. All results are in mmol per l. Of the pt data provided, 52 results were discrepant. Pt 38: 123, 134. The erroneous results were reported. No pts were adversely affected.

Event description:
The user received erroneous ise results for multiple pt samples and stated she had received calls from the nursing stations suspecting erroneous sodium results. The initial results were run on the integra 800 (B)(4) on (B)(6) 2009 and were repeated on other integra 800 (B)(4) on (B)(6) 2009. All results are in mmol per l. Of the pt data provided, 52 results were discrepant. Pt 11 (male): 124, 136. The erroneous results were reported. No pts were adversely affected.

Event description:
The user received erroneous ise results for multiple pt samples and stated she had received calls from the nursing stations suspecting erroneous sodium results. The initial results were run on the integra 800 (B)(4) on (B)(6) 2009 and were repeated on other integra 800 (B)(4) on (B)(6) 2009. All results are in mmol per l. Of the pt data provided, 52 results were discrepant. Pt 4: 127, 136. The erroneous results were reported. No pts were adversely affected.

Manufacturer narrative:
The field service rep determined the dry pressure was low, causing the air flow valve to be erratic. He replaced and adjusted the air flow needle valve. To verify the analyzer performance, he ran calibration and qc with acceptable results.

Manufacturer narrative:
The field service rep determined the dry pressure was low, causing the air flow valve to be erratic. He replaced and adjusted the air flow needle valve. To verify the analyzer performance, he ran calibration and qc with acceptable results.

Manufacturer narrative:
The field service rep determined the dry pressure was low, causing the air flow valve to be erratic. He replaced and adjusted the air flow needle valve. To verify the analyzer performance, he ran calibration and qc with acceptable results.

Manufacturer narrative:
The field service rep determined the dry pressure was low, causing the air flow valve to be erratic. He replaced and adjusted the air flow needle valve. To verify the analyzer performance, he ran calibration and qc with acceptable results.

Manufacturer narrative:
The field service rep determined the dry pressure was low, causing the air flow valve to be erratic. He replaced and adjusted the air flow needle valve. To verify the analyzer performance, he ran calibration and qc with acceptable results.

Manufacturer narrative:
The field service rep determined the dry pressure was low causing the air flow valve to be erratic. He replaced and adjusted the air flow needle valve. To verify the analyzer performance, he ran calibration and qc with acceptable results.

Manufacturer narrative:
The field service rep determined the dry pressure was low, causing the air flow valve to be erratic. He replaced and adjusted the air flow needle valve. To verify the analyzer performance, he ran calibration and qc with acceptable results.

Manufacturer narrative:
The field service rep determined the dry pressure was low, causing the air flow valve to be erratic. He replaced and adjusted the air flow needle valve. To verify the analyzer performance, he ran calibration and qc with acceptable results.

Manufacturer narrative:
The field service rep determined the dry pressure was low, causing the air flow valve to be erratic. He replaced and adjusted the air flow needle valve. To verify the analyzer performance, he ran calibration and qc with acceptable results.

Manufacturer narrative:
The field service rep determined the dry pressure was low, causing the air flow valve to be erratic. He replaced and adjusted the air flow needle valve. To verify the analyzer performance, he ran calibration and qc with acceptable results.

Manufacturer narrative:
The field service rep determined the dry pressure was low, causing the air flow valve to be erratic. He replaced and adjusted the air flow needle valve. To verify the analyzer performance, he ran calibration and qc with acceptable results.

Manufacturer narrative:
The field service rep determined the dry pressure was low, causing the air flow valve to be erratic. He replaced and adjusted the air flow needle valve. To verify the analyzer performance, he ran calibration and qc with acceptable results.

Manufacturer narrative:
The field service rep determined the dry pressure was low, causing the air flow valve to be erratic. He replaced and adjusted the air flow needle valve. To verify the analyzer performance, he ran calibration and qc with acceptable results.

Manufacturer narrative:
The field service rep determined the dry pressure was low, causing the air flow valve to be erratic. He replaced and adjusted the air flow needle valve. To verify the analyzer performance, he ran calibration and qc with acceptable results.

Manufacturer narrative:
The field service rep determined the dry pressure was low, causing the air flow valve to be erratic. He replaced and adjusted the air flow needle valve. To verify the analyzer performance, he ran calibration and qc with acceptable results.

Manufacturer narrative:
The field service rep determined the dry pressure was low, causing the air flow valve to be erratic. He replaced and adjusted the air flow needle valve. To verify the analyzer performance, he ran calibration and qc with acceptable results.

Manufacturer narrative:
The field service rep determined the dry pressure was low, causing the air flow valve to be erratic. He replaced and adjusted the air flow needle valve. To verify the analyzer performance, he ran calibration and qc with acceptable results.

Manufacturer narrative:
The field service rep determined the dry pressure was low, causing the air flow valve to be erratic. He replaced and adjusted the air flow needle valve. To verify the analyzer performance, he ran calibration and qc with acceptable results.

Manufacturer narrative:
The field service rep determined the dry pressure was low, causing the air flow valve to be erratic. He replaced and adjusted the air flow needle valve. To verify the analyzer performance, he ran calibration and qc with acceptable results.

Manufacturer narrative:
The field service rep determined the dry pressure was low, causing the air flow valve to be erratic. He replaced and adjusted the air flow needle valve. To verify the analyzer performance, he ran calibration and qc with acceptable results.

Manufacturer narrative:
The field service rep determined the dry pressure was low, causing the air flow valve to be erratic. He replaced and adjusted the air flow needle valve. To verify the analyzer performance, he ran calibration and qc with acceptable results.

Manufacturer narrative:
The field service rep determined the dry pressure was low, causing the air flow valve to be erratic. He replaced and adjusted the air flow needle valve. To verify the analyzer performance, he ran calibration and qc with acceptable results.

Manufacturer narrative:
The field service rep determined the dry pressure was low, causing the air flow valve to be erratic. He replaced and adjusted the air flow needle valve. To verify the analyzer performance, he ran calibration and qc with acceptable results.

Manufacturer narrative:
The field service rep determined the dry pressure was low, causing the air flow valve to be erratic. He replaced and adjusted the air flow needle valve. To verify the analyzer performance, he ran calibration and qc with acceptable results.

Manufacturer narrative:
The field service rep determined the dry pressure was low, causing the air flow valve to be erratic. He replaced and adjusted the air flow needle valve. To verify the analyzer performance, he ran calibration and qc with acceptable results.

Manufacturer narrative:
The field service rep determined the dry pressure was low, causing the air flow valve to be erratic. He replaced and adjusted the air flow needle valve. To verify the analyzer performance, he ran calibration and qc with acceptable results.

Manufacturer narrative:
The field service rep determined the dry pressure was low, causing the air flow valve to be erratic. He replaced and adjusted the air flow needle valve. To verify the analyzer performance, he ran calibration and qc with acceptable results.

Manufacturer narrative:
The field service rep determined the dry pressure was low, causing the air flow valve to be erratic. He replaced and adjusted the air flow needle valve. To verify the analyzer performance, he ran calibration and qc with acceptable results.

Manufacturer narrative:
The field service rep determined the dry pressure was low, causing the air flow valve to be erratic. He replaced and adjusted the air flow needle valve. To verify the analyzer performance, he ran calibration and qc with acceptable results.

Manufacturer narrative:
The field service rep determined the dry pressure was low, causing the air flow valve to be erratic. He replaced and adjusted the air flow needle valve. To verify the analyzer performance, he ran calibration and qc with acceptable results.

Manufacturer narrative:
The field service rep determined the dry pressure was low, causing the air flow valve to be erratic. He replaced and adjusted the air flow needle valve. To verify the analyzer performance, he ran calibration and qc with acceptable results.

Manufacturer narrative:
The field service rep determined the dry pressure was low, causing the air flow valve to be erratic. He replaced and adjusted the air flow needle valve. To verify the analyzer performance, he ran calibration and qc with acceptable results.

Manufacturer narrative:
The field service rep determined the dry pressure was low, causing the air flow valve to be erratic. He replaced and adjusted the air flow needle valve. To verify the analyzer performance, he ran calibration and qc with acceptable results.

Manufacturer narrative:
The field service rep determined the dry pressure was low, causing the air flow valve to be erratic. He replaced and adjusted the air flow needle valve. To verify the analyzer performance, he ran calibration and qc with acceptable results.

Manufacturer narrative:
The field service rep determined the dry pressure was low, causing the air flow valve to be erratic. He replaced and adjusted the air flow needle valve. To verify the analyzer performance, he ran calibration and qc with acceptable results.

Manufacturer narrative:
The field service rep determined the dry pressure was low, causing the air flow valve to be erratic. He replaced and adjusted the air flow needle valve. To verify the analyzer performance, he ran calibration and qc with acceptable results.

Manufacturer narrative:
The field service rep determined the dry pressure was low, causing the air flow valve to be erratic. He replaced and adjusted the air flow needle valve. To verify the analyzer performance, he ran calibration and qc with acceptable results.

Manufacturer narrative:
The field service rep determined the dry pressure was low causing the air flow valve to be erratic. He replaced and adjusted the air flow needle valve. To verify the analyzer performance, he ran calibration and qc with acceptable results.

Manufacturer narrative:
The field service rep determined the dry pressure was low, causing the air flow valve to be erratic. He replaced and adjusted the air flow needle valve. To verify the analyzer performance, he ran calibration and qc with acceptable results.

Manufacturer narrative:
The field service rep determined the dry pressure was low, causing the air flow valve to be erratic. He replaced and adjusted the air flow needle valve. To verify the analyzer performance, he ran calibration and qc with acceptable results.

Manufacturer narrative:
The field service rep determined the dry pressure was low, causing the air flow valve to be erratic. He replaced and adjusted the air flow needle valve. To verify the analyzer performance, he ran calibration and qc with acceptable results.

Manufacturer narrative:
The field service rep determined the dry pressure was low, causing the air flow valve to be erratic. He replaced and adjusted the air flow needle valve. To verify the analyzer performance, he ran calibration and qc with acceptable results.

Manufacturer narrative:
The field service rep determined the dry pressure was low, causing the air flow valve to be erratic. He replaced and adjusted the air flow needle valve. To verify the analyzer performance, he ran calibration and qc with acceptable results.

Manufacturer narrative:
The field service rep determined the dry pressure was low, causing the air flow valve to be erratic. He replaced and adjusted the air flow needle valve. To verify the analyzer performance, he ran calibration and qc with acceptable results.

Manufacturer narrative:
The field service rep determined the dry pressure was low, causing the air flow valve to be erratic. He replaced and adjusted the air flow needle valve. To verify the analyzer performance, he ran calibration and qc with acceptable results.

Manufacturer narrative:
The field service rep determined the dry pressure was low, causing the air flow valve to be erratic. He replaced and adjusted the air flow needle valve. To verify the analyzer performance, he ran calibration and qc with acceptable results.

Manufacturer narrative:
The field service rep determined the dry pressure was low, causing the air flow valve to be erratic. He replaced and adjusted the air flow needle valve. To verify the analyzer performance, he ran calibration and qc with acceptable results.

Manufacturer narrative:
The field service rep determined the dry pressure was low, causing the air flow valve to be erratic. He replaced and adjusted the air flow needle valve. To verify the analyzer performance, he ran calibration and qc with acceptable results.

Manufacturer narrative:
The field service rep determined the dry pressure was low, causing the air flow valve to be erratic. He replaced and adjusted the air flow needle valve. To verify the analyzer performance, he ran calibration and qc with acceptable results.

Manufacturer narrative:
The field service rep determined the dry pressure was low, causing the air flow valve to be erratic. He replaced and adjusted the air flow needle valve. To verify the analyzer performance, he ran calibration and qc with acceptable results.

Manufacturer narrative:
The field service rep determined the dry pressure was low, causing the air flow valve to be erratic. He replaced and adjusted the air flow needle valve. To verify the analyzer performance, he ran calibration and qc with acceptable results.

Manufacturer narrative:
The field service rep determined the dry pressure was low, causing the air flow valve to be erratic. He replaced and adjusted the air flow needle valve. To verify the analyzer performance, he ran calibration and qc with acceptable results.